Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the documentation provided, currently unable to rule out the neutral and vertical version of the primary socket/acetabular component as a possible contributing factor to the known potential complications of femoral stem loosening, osteolysis and pain. Probable micro-motion and the heterotopic ossification also most likely contributed to the reported pain. (B)(4). In addition to the violation of the posterior hip precautions/traumatic event at approximately 6 weeks of the 1st revision, the previously identified neutral/vertical version along with off-label use/mixed components could have also been a contributing factor to the reported recurrent instability (B)(4) .the patient impact beyond the reported symptoms and revisions cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to pain and bone loss.